Event description:
Pressure sensor autozero alarm. Unknown if in patient use. No reports of patient/user harm or injury,

Manufacturer narrative:
The manufacturer has contacted the customer regarding the repair of this device, but no response has been received. No further information could therefore be provided about the troubleshooting, repair, diagnostic report, parts replaced, or part return. A field service engineer (fse) was not able to evaluate the device, and no onsite work order was generated. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00452. All information from the original report(s) has been transferred to this report.